Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) lead exhibited lead impedance warnings for high impedance. The leads were repositioned on the same date and remain in use. No patient complications have been reported as a result of this event.